Event description:
It was reported that during an arthroscopic surgery the tightrope did not close while it was tightened. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8926t (no batch indicator present) was received for investigation. Visual inspection identified fraying across the returned sample, particularly noticeable proximal to the button. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.